Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Upon visual analysis of the returned product revealed that an empty opened labeled winding former and a needle-suture product code sxpp1a401 were received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse consequences to the patient. The following information was requested, but unavailable: please provide procedure name no further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse consequences to the patient. Was the patient treatment altered in anyway due to the prolonged 30 minutes surgery time? If yes, please explain no further information is available. What is the patients current status? No further information is available. Please provide lot number no further information is available. Trade name - irgacare¿, active ingredient(s) triclosan, dosage form suture/solid/parenteral , strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab broke during continuous suturing. Abdominal closure was completed without problem using another product with another lot number. No adverse patient consequences were reported. Additional information was requested.